Manufacturer narrative:
As of today the investigation is still in process and a follow up will be filed as needed. Serial number of the device not provided by the complainant, therefore the expiration date is not known. The device has not been returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Serial number of the device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the biopsy, "on the last pass, when the needle was being removed from the breast, the cutting tool reengaged and nicked the patient's breast, cutting a small piece of skin." The skin was glued back together by the physician. A field engineer was dispatched to the site and was not able to reproduce the reported issue. The system is being replaced. No additional details available.